Event description:
A spouse of a pt who underwent a laparoscopic procedure to remove endometriosis lesions and adhesions, reported the following info. The report stated verbatim "the surgeon or the reproductive endocrinologist felt that it was necessary to apply your product, intergel after the excision and removal of the endometriosis, in an effort to stop the organs (uterus, ovaries, bowel, fallopian tubes) from sticking to each other. However, subsequent to the application of intergel, the pt developed severe and unbearable pelvic pains. Pt has been on the strongest antibiotics to get rid of what the reproductive endocrinologist (re) believes to be in infection from the intergel, but there has not been an abatement in the pain". The contact provided, it was reported by a qualified medical professional that the pt had a previous procedure and findings at the time of this procedure included an obliterated cul-de-sac and dense adhesions in the ovarian fossae. Extensive lysis of adhesions was carried out. The product was instilled at the conclusion of the procedure. 10 days post operatively the pt began to experience progressive severe pain in the abdomen. The pt's wbc was 11,000. Physical findings were consistent with peritonitis and the pt was experiencing nausea and vomiting. Imaging revealed no free air or findings consistent with abscess or obstruction. There was a small amount of fluid noted in both the anterior posterior cul-de-sacs. The pt was started on outpatient antibiotics. The pain became worse and on day 15 the pt was admitted and re-imaged. There was once again no evidence of free air, abscess or obstruction. There was increased fluid in the cul-de-sacs. Additional antibiotics were given. On day 15 the symptoms were reported to be resolving and the pt was discharged. On day 18, pt was still having pain every 5 hours. Additional info was later provided from the review of the data by qualified medical professional. It stated: the leukocyte count was slightly elevated on one occasion but minor elevation can be normal post-operative finding. The pt was started on antibiotics, empirically, without cultures. There are no objective data that would allow a conclusion regarding the infectious or non infectious etiology of these symptoms. The re did not confirm one way or the other.